Event description:
It was reported that a dexcom g7 failed to pair and would not enter warm-up, resulting in repeated replace sensor alerts and an interruption of cgm data to the ilet. The patient entered a fingerstick value and the pump delivered correction insulin consistent with a reported blood glucose of 338 mg/dl, and a replacement sensor subsequently warmed up and began displaying glucose on the ilet. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing and elevated glucose that improved after corrections, without hospitalization or injury. Investigation included troubleshooting and user education. Investigation of this case revealed sensor replacement resolved the issue and the ilet resumed displaying cgm data and delivering corrections as designed. It was concluded that the event involved a cgm pairing and sensor warm-up failure with restoration of function after sensor replacement, with the ilet operating as intended once cgm data became available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.